Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the intraocular lens box and the lens in it was crushed. It was issue observed upon opening the shipping package. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 3, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the suspect product revealed the tamper seal intact and the folding carton appeared to be damaged. The folding carton was opened, and the complaint device was in sealed sterile pouch. The device was inspected through the pouch and no issues were identified. The lens was observed to be undamaged. No further evaluation was performed. The complaint issues was identified during product evaluation, however, because there were no photos of the shipping box it cannot be determined if there was an issue with the shipping carrier. If photographs of the shipping box are provided the complaint can be reopened and the pictures can be evaluated to determine the source of the issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.